Event description:
It was reported that the patient experienced repeated occlusion alerts with ilet infusion sets identified as inset, requiring multiple complete set changes within hours, while prior use of contact detach sets had been uneventful; hyperglycemia occurred with blood glucose reaching approximately 415 mg/dl, ketone testing was positive for large ketones, and the clinic advised discontinuing the ilet until correct infusion sets were obtained. Symptoms included hyperglycemia. Outcomes included temporary interruption of device therapy, use of backup insulin injections, and patient-performed ketone management per their action plan without need for medical intervention. Investigation included customer interview, troubleshooting, and review of supply selection and usage. Investigation of this case revealed mis-shipment of infusion sets by the distributor and continued occlusion alerts that resolved only after set changes, with no bent cannulas or visible kinks reported. It was concluded that the event was related to infusion set performance and supply selection, with use of an alternate set type recommended; a goodwill order for contact detach sets was issued and next-day delivery arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.